Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and upon inspection of the unit, noticed the burn chip. Fss replaced the sub system controller printed circuit board (pcb), calibrated system and carried out the field service checklist on the unit. The system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that smoke came out of whitestar signature machine, that they smelled a burning scent like a printed circuit board (pcb) burnt out. System was shut down by the customer. The initial report indicated that treatments were delayed or cancelled; however, it was also reported that no cases had been started when smoke came out.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.